Manufacturer narrative:
(B)(4). The stimulator and lead have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
Following a previous infection where the stimulator system was explanted (see MFR report #3004209178201008447), the health care professional reported the pt had another (B)(6) after being re-implanted. The second infection occurred about 6 months after the first infection. The hcp stated the pt complained of pain at the lead site, and the pt went to the ER. The stimulator system was explanted, and the pt recovered without sequela.